Manufacturer narrative:
There were no reported injuries associated with this incident. However, due to the prior submission of a reportable incident on the damon plier in 05/13/05 (MDR #2016150-2005-00001: malfunction which led to a serious injury), this incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur. A visual eval was performed. Results and conclusion: a braze joint appeared to have had proper wetting to withstand a force of 28 lbs, as the design requires. According to ormco engineering the braze joint appears to have failed because a force exceeding 28 lbs was applied to the joint.

Event description:
In 10/05, a damon utility opening/closing plier had a broken tip insert, braze failure. There was no reported pt injuries.